Manufacturer narrative:
H10: a philips service engineer assisted the customer with troubleshooting the issue, and determined the issue was due to a failure related to the user interface (ui) assembly; however, the repair for the device cannot be conducted at this time, due to a back-order status of a part (ui assembly) needed for correction. The part recommended for repair aligns with the reported malfunction per the service manual. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dim display. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse). The rse informed the customer that the latest version of the service manual is version t. It was noted that the device has the hydis display installed. The customer was then advised to replace the user interface assembly and was provided with the part number for a replacement. Investigation ongoing